Event description:
The manufacturer received information alleging a bipap vision's control knobs were not functioning properly . The patient's blood oxygen saturation reportedly decreased while on the device and the oxygen settings could not be increased. The patient was placed on another device without incidence. The manufacturer received information that the device is not returning for evaluation. The reporting facility confirmed the right control membrane of the bipap vision was reportedly not working. Product labeling states, "the bipap vision is an assist ventilator and is intended to augment the ventilation of a spontaneously breathing patient. It is not intended to provide the total ventilatory requirements of the patient."